Event description:
The customer reported they could not obtain an etco2 value during a pt event. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported they could not obtain an etco2 value during a pt event. There was no report of negative pt impact. The device was evaluated by a philips field service engineer. The erco2 module was replaced to resolve the reported symptom. The device passed all testing and was returned to service.